Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display. No constant tone was noted.

Event description:
The customer's father called to report a continuous tone, blank display, and an alarm. Troubleshooting was performed, and the display remained blank. Nothing further was reported.